Event description:
A customer reported the probe would not actuate during surgery. The customer indicated that after the tuning test passed, four consecutive probes failed to actuate. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR report will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).